Event description:
On (B)(6) 2010, the pt was implanted with a heartware hvad as a left ventricular assist device under an investigational device exemption. On (B)(6) 2013, he was implanted with a heartware hvad as a right ventricular assist device. On (B)(6) 2013, he was admitted to the ICU after presenting in acute respiratory distress due to volume overload. He was aggressively diuresed and weaned from bipap to room air. The bi-vads were functioning well. On (B)(6) the pt dropped his lvad controller onto the floor and it immediately developed electrical fault alarms. After a few minutes they changed to vad stopped alarms. When this occurred, staff changed to the back-up controller but the vad stopped alarms continued. Driveline manipulation and manually stopping/starting the pump from the monitor were both attempted with no change in alarms. He was started on dobutamine, norepinephrine, epinephrine, and vasopressin infusions. A limited 2d echocardiogram showed an ejection fraction <20% and the aortic valve not opening. The pt, therefore, had no native flow. He was intubated and sedated. He was not a candidate for a pump exchange and he expired in the ICU. The rvad continued to function well throughout this event. Log files were sent to manufacturer. Limited autopsy was performed to retrieve the pump. It will be returned to the manufacturer. It is noted that the integrity of the external coating of the driveline had been compromised due to normal wear and tear, and prior to admission had been repaired with manufacturer-provided tape.